Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4), alleging the meter displays error 4 message. The issue was not resolved with troubleshooting. The patient did not experience any symptoms or seek any medical attention because of the reported issue.